Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection was performed. Visual inspection results: the tip of the tube is bent, thus the failure mode reported is confirmed. The customer stated problem was duplicated. A non conformance report was created in order to perform a complete cause analysis for the failure mode reported, which identified two causal factors as main contributors that cause an impact on the curvature of the tube tip: 1-method: bending tube tip method not clear. 2-measurement: manufacturing procedure is not clear in which cavity from the gauge use to confirm the tube tip by the production operator according to the part number (one gauge for all tube sizes). The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported that the curvature of 35 fr left dlt not conforming to standard. In final position of dlt bronchial current pointing downward instead of to the left.